Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected. Updated: b4, b5, d10, g4, g7, h2, h3, h6. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device identified the dovetail feature flared and dimensional analysis of the product determined that it was conforming to print specifications. The noted damage appeared consistent with repeated attempts to seat the device. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products- nexgen lps-flex posterior stablized prolong articular surface size c d 12mm catalog #: 00596202212 lot #: 64087486, persona stemmed precoat tibial component size 2 catalog #: 00598002702 lot #: 64018678. Report source: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2019-03638, 0001822565-2019-03639, 0002648920-2019-00642. Investigation incomplete.

Event description:
It is reported that the articular surface did not seat with the tibial component during knee arthroplasty after multiple attempts. Another articular surface was opened, but exhibited the same issue. A third articular surface was opened and used to complete the procedure successfully, however, the surgery was delayed greater than thirty (30) minutes due to the malfunction, increasing the amount of blood lost.